Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer resolved the issue by loading a new cartridge and successfully resuming insulin therapy through self-troubleshooting, and no further assistance was required.